Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported that shaft kinked were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. After pre-dilation was performed, a 2.25 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. During manipulation, it was noted that the shaft was kinked. Another synergy stent was then advanced with the support of guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was stable and doing fine. However, returned device analysis revealed stent damage.  A synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut rows were damaged with stent struts pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is: adverse event related to patient condition.